Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter biprosthetic valve into a patient with calcification, the valve hypo-ex panded. A balloon dilation was performed with a 28 mm balloon however, during the dilation, the balloon stopped dilating due to a storm. The patient died. The cause of death is unknown.

Manufacturer narrative:
Continuation of d10: product ID l-evprop34 (lot: 0012583313); product type: 0195-heart valves; product ID d-evprop34 (lot: 0012659440); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that during the procedure the patient crashed 10 times.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: pro+ delivery catheter system (dcs), product ID: d-evprop34, lot: 0012659440, use by date: 2027-02-06, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the transcatheter bioprosthetic valve into a patient with calcification, the valve became hypo-expanded with reflux. A 28 millimeter (mm) balloon dilation was performed, however during the balloon dilation, an electrical storm occurred and stopped the dilation. The patient died. Additional information was received that the valve did not expand and severe regurgitation occurred. Per the physician, the cause of death was not known but the valve and delivery catheter system (dcs) could not be excluded as contributing factors.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was deployed just prior to the point of no recapture and significant under expansion was noted. Per medtronic best practices, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. However, the valve was recaptured and redeployed resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Despite the infold, the valve was released. There is evidence that cardiopulmonary resuscitation efforts were in progress during the post implant dilatation. It was reported that the patient subsequently died. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the type of severe regurgitation was central.